Event description:
Rep reported that the microsensor was zeroed prior to implantation. The pt reference number was clearly noted. At first, the microsensor was reading correctly. Shortly after placement the surgeon had to reposition the microsensor because it was located in an undesirable location. The surgeon did not completely remove the microsensor from the brain. The microsensor continued to read accurately for 12 hours. During the night, the icp began to read negative, averaging -10. Waveform was 'normal' except the icp was reading negative. The doctor moved pt up/down, etc to measure gravitational effect on icp. The icp was correlating with gravity changes; however, it displayed negative readings. In the morning the doctor implanted a new microsensor and immediately received icp readings of 12-15. The same icp monitor was used for the second microsensor implanted.

Manufacturer narrative:
Upon completion of the investigation, a follow-up report will be filed.